Event description:
During an endovascular procedure, two filters became kink upon delivery due to the tortuous and calcified vessel, and the peel away sheaths accordioned due to added torquing. However, the devices were dock per IFU guidelines, and there were no damaged prior ot inserting in the pt. The reason for the damages was that the anatomy was very calcified and tortuous. No further info was available including pt demographics, target vessel, etc.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 1016427-2009-00267.